Event description:
It was reported the programmer touch pen was intermittent, so it was replaced and calibrated. However, it still remained intermittent or had no response when tasks/icons were selected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed intermittent stylus operation. Initially, a new stylus pen was installed, and it worked normal. The stylus operation then became intermittent when further bench tests were performed. The stylus, pcb (printed circuit board), and overlay screen all had to be replaced before the intermittent stylus operation went away. It was also noted that a system error had occurred once in the past, and the hard drive was out of specification.